Manufacturer narrative:
Results and conclusion: (stent deformation). Device (calcified and stenotic lesion hindered delivery resulting in damage to the stent). Deformation issue-returned stent damaged. (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a calcified lesion in the lad with 80% stenosis. The degree of calcification and tortuosity are unknown. It is reported that the device was inspected before use with no issue noted. It is reported that the device could not pass the lesion. The lesion was pre-dilated. No resistance was encountered at the lesion. The physician used another endeavor resolute drug eluting stent to complete the surgery. No patient injury reported. Device evaluation: the distal tip was flared. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed. A number of struts on the 6th and 7th proximal segments were partially raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).